Event description:
It was reported by the manufacturer's clinical support that during use of the device for a cardiopulmonary bypass procedure while monitoring an equanox 7600 case, the 'back-flow' alarm kept sounding on the perfusion system despite arterial line clamp and all shunts closed. Also, the ccp noticed an erratic numerical display on the centrifugal control unit (ccu). The display was bouncing between negative digits then to positive digits on the display. The device was not changed out, as the issue occured at the end of the case. They did not have to change anything out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences. To the patient.

Manufacturer narrative:
Per clinical support, this did not seem to happen prior to blood introduction to the circuit, but can't be sure of that. There was definitely blood in the circuit at the end of the cpb pump run when this back flow alarm kept sounding. Also noticed that the revolutions per minute (rpm) of the centrifugal control unit (ccu) were 2500 when this was happening.